Manufacturer narrative:
D10, g4, g7, h2, h3, h6, h10 the spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the reported no image / intermittent image issue. The technician stated that when the cable was torqued / twisted near the hdmi plug, the image issue occurred. The technician also pointed out that the cable was crimped / damaged near the hdmi plug. The spectrum smart cable was scrapped and a replacement sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the video was cutting in and out. The customer claimed that they could feel where the wires are disconnected from the hdmi connector. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.